Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion jaw malfunctioned. No pieces of the knee scorpion broke in the patient, and neither bone nor tissue was prepped with the instrument. This was discovered during a meniscal repair procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.